Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was dirt inside the unopened sterile package of the evacuator. Lot#ngjy3568, lot#ngjv0183, lot#ngjq0788, lot#nght1572, lot#nghr0573, lot#nghq2236 and lot#nghz3191.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual inspection noted foreign material located inside the packaging. This does not meet specification per (B)(4), revision 12 which states "the product/assembly must be free of visible, lose or etched foreign matter, solvent spills, hair, etc." Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was dirt inside the unopened sterile package of the evacuator. Lot#ngjy3568, lot#ngjv0183, lot#ngjq0788, lot#nght1572, lot#nghr0573, lot#nghq2236 and lot#nghz3191.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (6) photo samples. All photo samples showcase an overview of the suction evacuator with a foreign material inside the packaging. Visual inspection noted foreign material located inside the packaging. This does not meet specification per (B)(4), revision 12 which states "the product/assembly must be free of visible, lose or etched foreign matter, solvent spills, hair, etc." This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was dirt inside the unopened sterile package of the evacuator. Lot#ngjy3568, lot#ngjv0183, lot#ngjq0788, lot#nght1572, lot#nghr0573, lot#nghq2236 and lot#nghz3191.